Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose level was in the 200 mg/dl range. As the customer was not receiving an alarm at the time tandem technical support was contacted, troubleshooting to determine a possible cause was unable to be performed.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.